Event description:
Related manufacturer reference number: 2017865-2022-02055. New information notes high defibrillator impedance noted on both implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.